Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary- lengths of lead segments were returned. Measured length of a full lead when returned whole. A proximal portion was received measuring 15 cm. A medial portion was received measuring 4 cm. A distal portion was received measuring 41 cm. The inner insulation of the lead became breached due to a rupture while in vivo, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The presence of a lead removal wire prevents electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing.

Event description:
It was reported that the right ventricular (rv) lead showed high impedance. It was also reported there may be a possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.